Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during sleeve gastrectomy procedure, the handle was blocked. Another device was used to complete the case. There was no patient injury.